Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient failed to adapt. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned wrapped in surgical gauze with label serial number: (B)(6) company diopter 23.5 and was adhered to an extra label set for serial number: (B)(6) company diopter 24.5. One haptic is bent in the gusset and distal area. The other haptic is broken (possibly cut) from the haptic/optic junction area (not returned). The optic is cut into multiple portions, typical of insertion and removal. The cut optic portions have multiple split/cracks and scratches. One large cut optic portion was not returned for evaluation. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the patient dissatisfaction. Information was provided that the patient had trouble adapting to the company lens. The company (1.50cyl) , 23.5 diopter (add power +2.2/+3.2) was replaced with a non company monofocal iol. The manufacturer internal reference number is: (B)(4).